Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar fusion procedure where 2 plates and 6 screws and rhbmp-2/acs were implanted. Since the surgery, the patient has reported that he has developed symptoms including allergic reaction to all foods, has rashes, other allergies, and tremors. The patient is undergoing allergy testing. No additional information has been provided.